Event description:
It was reported that 2 years after primary operation, revision of gmrs required as cement mantle fractured in femur.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding a cement fracture involving an mrs stem was reported. Based on the limited information provided there is no indication or allegation that the mrs stem contributed to the reported cement fracture. The cement product within this pi will undergo a phase 3 investigation. No further investigation is required at this time.

Event description:
It was reported that 2 years after primary operation revision of gmr's required as cement mantle fractured in femur.